Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Mid february, I started waking up in the middle of the night gasping for air and choking. Since then, I have been to the emergency room 8 times and over 15 different doctors. Only to find out, that I have tmj and the retainers were pushing my teeth in so much, that my tongue has nowhere to rest. I have been advised by doctors and special even dentist to stop.